Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that a patient with early-stage alzheimer¿s disease applied a pod and did not activate it, leading to high blood glucose levels up to approximately 450 mg/dl as no insulin was delivered overnight. It was reported that the healthcare professionals were unable to view the patient's data on glookoxt since (B)(6) 2026. Due to the elevated glucose levels and absence of remote monitoring data, nursing staff intervened the next morning. Two nurses from a home care service attended the patient's residence; intervention consisted of replacing the pod, activating the system, and administering a corrective bolus. The intervention lasted approximately 15¿20 minutes. Symptoms reported prior to intervention including headache and a sensation of heavy head. No hospitalisation occurred.